Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low glucose (glu) result was obtained on a patient sample on the dimension vista 1500 instrument. The customer reported that the sample was clear and that there were no visible fibrins or issue with the sample. Siemens determined that quality controls (qcs) recovered within expected ranges at the time when the discordant result was obtained. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran sever 1 service method tests, and the mix and omix tests recovered within expected ranges. The sample 1 (s1) test recovered out of specifications and due to this, the cse adjusted the s1 bottom of cuvette and aligned s1. The cse also cleaned the ionizer fan. Siemens further investigated the instrument files and determined that there is no indication of an instrument malfunction when the discordant result was obtained. Siemens determined that the s1 alignment or a sample integrity issue potentially contributed to the discordant, falsely low glu result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was automatically repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). The sample was repeated again on an alternate dimension vista instrument, resulting higher than the discordant result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.